Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that model md800f vena cava filter allegedly experienced approximately three months post filter deployment, the patient was scheduled for the inferior vena cava filter removal. The filter was tilted with the retrieval hook embedded in the inferior vena cava wall and was unable to be retrieved despite multiple attempts. This report was received from one source. This event involved one female patient, 42 years of age, weighing 61 kgs. This patient had no reported patient injury.

Manufacturer narrative:
H10: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three months post inferior vena cava filter deployment, the patient was scheduled for filter removal. Multiple attempts were made to retrieve the ivc filter but were unsuccessful. The ivc filter was found tilted with the retrieval hook embedded in the inferior vena cava wall. Therefore, the investigation can be confirmed for filter tilt and retrieval difficulties. Per the medical records, the filter was tilted with the hook embedded in the ivc wall. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown.the device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three months post inferior vena cava filter deployment, the patient was scheduled for filter removal. Multiple attempts were made to retrieve the ivc filter but were unsuccessful. The ivc filter was found tilted with the retrieval hook embedded in the inferior vena cava wall. Therefore, the investigation can be confirmed for filter tilt and retrieval difficulties. Per the medical records, the filter was tilted with the hook embedded in the ivc wall. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that model md800f vena cava filter allegedly experienced approximately three months post filter deployment, the patient was scheduled for the inferior vena cava filter removal. The filter was tilted with the retrieval hook embedded in the inferior vena cava wall and was unable to be retrieved despite multiple attempts. This report was received from one source. This event involved one female patient, (B)(6) years of age, weight was not provided. This patient had no reported patient injury.